Event description:
A customer contacted beckman coulter inc. (Bci) in regards to discrepant sodium (na) results generated by unicel dxc 600 pro synchron chemistry analyzer for one patient sample. The tests were requested by two different physicians and the results were reported out of the laboratory. After the results were questioned by the patient, the sample was tested again. There was no effect to the patient or the user.

Manufacturer narrative:
The sample was drawn in a red top serum separator tube, and run from the primary tube and also run from a poured off sample. The system is routinely calibrated every 24 hours followed by a qc run. Qc results prior to the event were within the established ranges. Other chemistry results were repeated and correlated with the original run on the primary tube. The laboratory temperature is monitored and varies over 24 hour period: it is hot during the day and cold at night. Service was not requested.